Event description:
A customer reported a cracked touchscreen issue, with the alert system functioning intermittently. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting. No additional information was received regarding the outcome of the event.